Event description:
On 5/1/2024, a clindex notification was received indicating that a severe complication occurred to a patient listed on the shoulder arthroplasty registry. The patient reported to have rolled over in bed and heard the shoulder pop. The patient presented to the clinic and a CT was performed to evaluate the glenoid component placement. On (B)(6) 2024, the patient underwent revision surgery. It was suspected that the glenoid component was loose. The patient was revised from an eclipse implant system to an arthrex rsa on (B)(6) 2024. The original surgery took place on (B)(6) 2021. Additional information received on 5/8/2024: per the facility representative from the shoulder arthroplasty registry, no additional information can be given regarding this incident. It is not standard care of the facility to collect the part and lot number for the patients participating in the registry. The patient was excited out of the database because of the revision surgery. Therefore, the facility no longer has access to the patient's records.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.